Event description:
It was reported that "the balloon was ruptured during use." There were no patient complications reported.

Manufacturer narrative:
One vascular catheter was received with the windings detached and the original package tube was broken. As received that balloon latex appeared to be completely missing. The returned unit was visually inspected for indication of damage or abnormality. The windings were appeared damaged and partially missing. Blood was observed from the windings. There is no damage to the catheter body tube. Visual examination was performed under microscope at 20x magnification and unaided eye. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. It is not known if device handling may have contributed to the event. As per the product IFU, this condition of ¿balloon ruptured¿ may occur when the pull force of 2.0 lbs on an inflated balloon has been exceeded. Also per the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). No actions will be taken at this time.